Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, three of the heartstring iii seals got stuck in the loader. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. Maquet cardiovascular anticipates return of the product in question. Lot# 25039627 was given for one of the heartstring iii devices; however, this lot number cannot be confirmed. Refer to 2242052-2011-01804 and 2242352-2011-01805.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review could not be performed as the product lot number is unk. (B)(4).